Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a justright stapler procedure on (B)(6) 2026, the customer reported that during an intersticial tract surgery, when stapling the intestines of a patient about three months old, the stapling was unsuccessful, the intestines were cut, but only the first few staples were applied leaving the tip simply cut. The procedure was completed without using staples, the area was sutured with thread as this was an external procedure. The procedure was reported as aborted at this point. No other information available.